Event description:
Product is a software manufacturer, called interplant, manufactured by cms software, problem being reported, due to product problem -confusion- and product user error -not behaving as expected-. Used device to capture ultrasound images in planes z=0 through z=4.0cm. A plan was automatically generated that included needles containing 5 radioactive seeds with 1cm spacings. This results in seeds at slices z=0,1.2,3,4. Seeds are also displayed on these slice images. Software feature allows needles to be inserted/retracted. When needles were retracted, some of the seeds could no longer be visualized, because no images existed for them to be displayed upon. We expect seeds to be available only on the images. This results in a plan being generated with more radioactive seeds than we are aware of the plan needing. This also results in seeds being placed where they are not needed. The device prints out a diagram showing needle location, location of seeds within the needle, and retraction of the needle within the pt. There was no visual alert showing seeds were being placed outside the captured ultrasound images. Effect on the pt should be minimal in this particular case, but in extreme cases, could result in a less than optimal treatment for prostate cancer, due to radioactive seeds being placed in location where there is no cancer. I've phoned the manufacturer and alerted them to this problem. They report the work around is to be more aware of the seed location from the print out and within the software. I've requested a change to the software, so it behaves in a more intuitive way or displays a message stating there are seeds in locations where there are no images. Dose: na. Diagnosis: prostate cancer.